Event description:
The customer contacted beckman coulter, inc. (Bci) to report "no value" results with a system flag for troponin I (accutni) for three samples from two patients assayed using the access accutni reagent on an access 2 immunoassay system. The patient results were not reported out of the laboratory. There was no reported patient impact. The customer reported that the analyzer event log was reviewed and no errors were recently posted. Bci informed the customer that the system flag obtained indicates that the samples were reading below the calibration curve for troponin I and the results could therefore not be calculated. Bci advised the customer to recalibrate accutni on the analyzer and repeat the troponin I assays for the three samples. The customer reported that after recalibration, troponin I results were generated by the analyzer for the three samples and there were no additional system flags.

Manufacturer narrative:
"No value" results with a system flag generated due to troponin I concentrations reading below the calibration curve. A definitive root cause for the event has not been determined. The customer reported the event appeared to be resolved after recalibrating the troponin I assay on the analyzer.